Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump history was missing data. Customer indicated that the pump would continue to be used for insulin therapy pending replacement. There was no impact to the customer's blood glucose level.